Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window and the soft cannula not visible through the bottom housing window. A rotational sensor malfunction was observed in the download data. The pod arrived in pod state 15 delivering a total of 30 pulses, 20 of which were in first priming. The pod did not run enough pulses to allow the needle to deploy. The pod was reset, connected to an unused pdm, completed both priming and programmed a 5u bolus successfully, although after inspection of the rerun data, it was seen that the rerun replicated the rotational sensor malfunction. Inspection of the rotational sensor assembly found contamination on the commutator cap. The observed contamination located on the commutator cap can be confirmed as the cause of the rotational sensor malfunction and reported needle mechanism failure.

Event description:
It was reported by the patient that the cannula did not deploy when the pod was activated. Patient is colorblind and could not tell if the pink slide moved forward however stated that `the internal parts look in very different positions than the older pods'; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s926usqs4byg2. Hardware: sm-s926u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.